Event description:
It was reported that during an unk procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified and 99% stenotic right posterior descending artery (pda). The maverick2 monorail balloon ruptured at 12 atms on the first inflation. The procedure was completed with a different balloon. No patient complications were reported, and patient status was reported as 'good'.